Manufacturer narrative:
Block d.2b additional applicable product codes: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number:(B)(6). Batch/lot number: 5084037. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: (B)(6). Batch/lot number: 22420720. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a full system explant due to suspected infection. The patient underwent a procedure in which the entire scs system was explanted. The explanted devices will not be returned as there was no boston scientific representative present during the procedure. No additional adverse patient effects were reported. A culture was taken which confirmed there was no infection present.